Event description:
Nearly choke [choking sensation] brush head snapped apart in mouth, broken [device breakage] product counterfeit [product counterfeit] case description: consumer sent e-mail stating the brush head snapped apart in her mouth while in use. No serious injury was reported. Follow-up: the consumer stated the brush head was broken. No serious injury was reported.

Manufacturer narrative:
03-may-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choke [choking sensation]. Brush head snapped apart in mouth, broken [device breakage]. Consumer sent e-mail stating the brush head snapped apart in her mouth while in use. No serious injury was reported. Follow-up: the consumer stated the brush head was broken. No serious injury was reported.